Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the patient line of a homechoice cassette and transfer set resulting in a leak, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during use of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was reported that there was a disconnection between the patient line of the homechoice cassette and transfer set which resulted in a leak that led to this alarm. Renal therapy services (rts) assisted the patient in removing the cassette and advised to reach out nurse for assistance on completing therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.